Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with lumbar instability status post previous decompression and underwent the following procedure, transforaminal lumbar interbody fusion of l4-l5, l5-s1. Anterior interbody fusion with cage, local bone, bone graft and rhbmp-2 at l4-l5, l5-s1. Posterolateral fusion with instrumentation, local bone, bone graft and rhbmp-2 at l4-l5, l5-s1. As per op notes, ¿the end-plates were then prepared and the disk space irrigated and sized for a 12 millimeter cage. The anterior aspect of the disk space was packed with local bone, bone graft, and rhbmp-2. The cage was packed with local bone and impacted into the disk space with good fit and fixation. The wound was irrigated and the anterior aspects of the disk space again packed with bone, bone graft, and rhbmp-2. The wound was irrigated and the lateral gutters packed with a combination of local bone, bone graft, and rhbmp-2 on the left.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.